Event description:
A doctor alleged that approximately five (5) to seven (7) patients experienced sensitivity after using optibond all in one for their restorations, requiring him to remove the fillings and repeat the restoration procedures. This is the fifth of seven reports.

Manufacturer narrative:
The doctor did not provide any information with regard to the patient's age, gender, or weight. The doctor removed the patient's filling and repeated the restoration procedure. To date, the patient is doing fine. A visual inspection of the returned product revealed results within specifications. A DHR review indicated that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.